Event description:
Related: (B)(4): due to length of procedure & occlusion to renal arteries, patient¿s potassium increased. Patient was placed on dialysis. This is believed to have caused liver failure. Upon secondary cat scan, post procedure, it was believed that the sma and celiac had limited flow. Physician placed stents in each (sma, celiac) to improve blood flow. The cause is undetermined. Physician stated she felt it was not device related. Upon follow up conversation with the physician on (B)(6) 2023 ¿ [district manager] was notified of the additional interventions and the patient had gone into organ failure and expired. This (B)(4): during review of video received for the related (B)(4); an endoleak was noted by medical director.